Event description:
It was reported that shortly after implant this right ventricular (rv) lead exhibited loss of capture at max output due to a perforation as confirmed through x-ray. This lead was explanted, and temporary pacing was inserted. No additional adverse patient effects were reported.